Manufacturer narrative:
Evaluation: method other = x-ray device evaluation summary: the explanted device was returned and evaluated; as received, leaflet 3 had a cut area of approximately 14mm x 13mm. Cut section was not returned with the valve. Minimal calcification was observed in the cusp area of leaflet 1, heavy calcification was observed in the cusp area of leaflet 2 and the remaining cusp area of leaflet 3. Calcification restricted mobility in leaflet 2 which could have contributed to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 3mm on the inflow aspect. Edwards gross analysis confirms calcification and host tissue overgrowth as the primary causes of the reported stenosis leading to this explant. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. It is possible that this patient age (45 years old at implant) may have contributed to this event. No further action is required at this time; edwards will continue to review and monitor all events.

Manufacturer narrative:
Additional manufacturer narrative:the device history record was reviewed and showed that this device met all manufacturing speicifications for product released for distribution. No issues were identified and would have impacted this event.

Event description:
Edwards received information that an aortic bioprosthetic valve model was explanted due to heavy calcification after an implant duration of approximately five (5) years and four (4) months. The patient was (B)(6) years old at implant. No additional information was provided.